Event description:
I had multiple failures with the medtronic guardian 4 sensor failing within hours of insertion up 3 days after insertion. I've reported them to medtronic but the quality of the sensors seem to be getting worse. I've worked with the tech staff and have been following their directions, but the sensors constantly report they're updating and then go to replace sensor. Has anybody at the FDA looked into the quality of these sensors? Refer to additional documents in i2k.